Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2024, the patient reported that the infusion set tubing was kink and it was replaced. No further information available.